Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a blood glucose level of over 400 mg/dl. Customer reported receiving an insulin flow blocked alarm. Customer was able to troubleshoot. Customer disconnected infusion set at the quick release. Customer reported that insulin exited the tubing. The infusion set cannula was bent upon removal. The infusion set is expected to be returned.